Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found a leak from the blood sampling valve (bsv). The fse observed that the blood sampling valve (bsv) knob was loose, causing a diluent leak. He tightened the bsv knob, which resolved the leak and the instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 1 ml from a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was performing normal operation when the leak was observed and there were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.